Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, the 23mm sapien 3 heart valve failed 7years 4months post implant due to stenosis. A valve in valve (viv) procedure was completed well.

Manufacturer narrative:
The valve was not returned; therefore a visual inspection, functional testing, dimensional testing. No imagery returned therefore no imaging evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history was performed. As the complaint for post implantation stenosis was unable to be confirmed, a complaint history review was not required. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for commander delivery system with s3 thv was reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The device under investigation had been implanted for more than 5 years (implanted on (B)(6) 2015) and there is no evidence of a design and/or manufacturing deficiency contributing to the reported event. Therefore, no further action is needed. The complaint for postimplantation stenosis was unable to be confirmed as medical record and/or relevant imagery was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per complaint description, the 23mm sapien 3 heart valve failed 7years 4months post implant due to stenosis and a valve in valve procedure was completed well. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (outofround configuration), trauma (cardiopulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information available for this case, a definitive root cause is unable to be determined at this time. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.